Manufacturer narrative:
System was used for treatment. Kit lot d121 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pressure dome membrane leak. However, a corrective and preventive action has been initiated for pressure dome membrane leak. (B)(4) completed: service engineer cleaned the instrument from spill, removed all pumps and cleaned blood spillage from individual pump head and performed system checkout procedure successfully. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Customer reported alarm #18: system pressure at 160 ml of whole blood processed (wbp). Customer reports treatment was restarted and around 200ml of wbp, operator noticed a blood leak at the level of the system pressure dome. Operator aborted the treatment with no blood returned to the patient. (B)(6) asked whether the system pressure dome was correctly installed during the installation of the kit, operator was not completely sure. Css advised to pay full attention to the kit installation. (B)(6) advised to clean the pump deck and the machine and to monitor the patient's status. Patient's status reported as stable. (B)(4) was dispatched. The customer has provided photos for the investigation.

Manufacturer narrative:
Initial report did not include trend review for complaint category alarm #18: system pressure. Trends were reviewed for all complaint categories and no trend was detected for alarm #18: system pressure. Photos were submitted for analysis. Review of the photos could not determine if the system pressure dome was not attached to the instrument because it had been removed by operator prior to photo or if it could have been the cause of the leak. Blood spray could be observed on top of the red cell pump head and beyond. This may indicate that the pressure dome was detached when in use and under pressure. Root cause of the leak at the system pressure dome could not be determined from the photo. No similar product returns were found for lot d121. The DHR review of the complaint lot found no related nonconformances. This lot passed all lot release testing. (B)(4).